Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 10 months following the implant of a transcatheter aortic valve, the valve failed due to regurgitation of unspecified type and severity. No patient complications were reported as a result of this event.

Event description:
Additional information was received that a valve-in-valve will be performed in the future, however the date is unknown.

Manufacturer narrative:
Image review: one 3mensio video clip was provided, displaying a scroll through computed tomography (CT) imaging of the aortic valve from the evolut inflow to outflow. Possible torn or flail prosthetic leaflet, which may be contributing to aortic regurgitation. Updated b.1, b.2, b.5, h.1, h.6, imf codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.